Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted in a follow up report when received.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, deep vein thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to deep vein thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Without imaging or medical records available for review the report of deep vein thrombosis could not be confirmed or clarified, nor can a conclusion about a relationship between the reported event and the filter be drawn. The inferior vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. A device malfunction has not been reported at this time. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events approximately three months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to blood clots, clotting, and/or occlusion of the ivc. The ppf states an implant date that is two months earlier than the operation report in the medical records. The following additional information received per the medical records state that the patient has a history of swelling of the left extremity. The patient was suspected to have a deep vein thrombosis, and then presented himself with cta, which showed evidence of pulmonary embolism. Therefore, the patient became a candidate for a vena cava filter insertion. During the implant procedure, the right femoral vein was accessed, and a guidewire was inserted. The filter was inserted between l2 and l3 right below the renal vein.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc), initial information indicated the patient experienced a deep vein thrombosis. The indication for the filter implant was deep vein thrombosis, pulmonary embolism and peripheral vascular disease. The filter was placed via the right femoral vein and deployed between the level of l2 and l3, below the level of the renal veins. There was also sign of ischemia to the left lower extremity. Therefore, aortography and angiogram also was performed, which showed occlusion of the superficial femoral artery on the left. The patient tolerated the procedure well without any complications. The same day the patient signed themselves out of the hospital against medical advice. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency, resulting in swelling/edema/bulging of the effected extremity(s). Without imaging or medical records available for review the report of deep vein thrombosis could not be confirmed or clarified, nor can a conclusion about a relationship between the reported event and the filter be drawn. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The trapease inferior vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Previous report submitted, report 1016427-2019-02515, was submitted in error. Please see this report for the additional information for this case.

Event description:
A second amended patient profile form (ppf) states that the in addition to the previously reported events the patient also experienced filter tilt and perforation of filter struts outside the inferior vena cava. The patient became aware of the reported events approximately three months after the index procedure.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc), initial information indicated the patient experienced deep vein thrombosis. The patient subsequently reported pain in the abdominal area. Additional information provided by the patient indicated that the patient also became aware of filter tilt and perforation approximately three months post implant. The indication for the filter implant was deep vein thrombosis, pulmonary embolism and peripheral vascular disease. The filter was placed via the right femoral vein and deployed between the level of l2 and l3, below the level of the renal veins. There was also sign of ischemia to the left lower extremity. Therefore, aortography and angiogram also were performed, which showed occlusion of the superficial femoral artery on the left. The patient tolerated the procedure well without any complications. The same day the patient signed themselves out of the hospital against medical advice. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction and may be related to underlying patient specific issues. Given, the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of a fall with trauma to the left lower extremity, smoking, shoulder surgery, knee surgery, peripheral vascular disease and carpal tunnel surgery. The patient is reported to have had a history of worsening swelling of the left extremity associated with deep vein thrombosis (dvt) and ischemia. Diagnostic testing also revealed evidence of pulmonary embolism (pe). The patient was initially treated with a heparin infusion and transitioned to coumadin. However, the patient signed out against medical advice and presented to a second hospital. The filter was implanted via the right femoral vein and placed in an infrarenal location between l2 and l3. Approximately three months after the filter implantation, the patient developed dvt, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced abdominal pain associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was reported to be for the treatment of blood clot related issues. Approximately eight years and two months after the implantation, the patient underwent a computerized tomography (CT) scan that revealed a 35-degree tilt and tenting of the filter. This study further noted a potential fracture of several struts of the filter with penetration of filter legs into the inferior vena cava (ivc) wall and potential thrombus within the filter. The patient further reported having experienced mood swings, difficulty concentrating, loss of focus, depression and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Thrombosis within the device does not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.